Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic under preloaded lens. Additional information has been requested and received stating that the back haptic was under the lens. It was noted during loading and there was no patient contact. Procedure was completed on the same day.